Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and extrusion cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the app instruction for use document, infection and extrusion are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an extrusion of the ambicor pump at the scrotum and an infection in the same location. A surgical intervention was performed in which all the components of the device were removed. The patient is expected to fully recover.